Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the pt feels a burning sensation at the lead site when stimulation is on. The burning sensation subsides when stimulation is off. X-rays revealed that the lead causing the burning sensation had moved. The pt was reprogrammed without using the lead, and the pt reported comfortable stimulation. The physician plans to perform a revision procedure to reposition the lead. The surgery date is currently undetermined. No further information is available at this time.